Manufacturer narrative:
Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the valve was implanted 1-2 millimeter (mm) above the annulus on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc). It was reported that there was no chance to re-access the coronary arteries because the heart was not supplied with blood for very long.

Manufacturer narrative:
Conclusion: the valve remained implanted, so no product analysis could be performed. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the available information, the lack of hemodynamics was caused by the coronary occlusion, which led to patient death. The cause of the coronary occlusion may have been migration of the valve as reported. This indicates that the valve likely caused or contributed to the death. Image review confirms that the initial valve implant depth was 1-2 mm above the annulus, which is outside of the recommended target depth of 3mm. This would indicate that implant depth and use conditions may have contributed to the coronary occlusion. Coronary occlusion is a known potential risk of valve implant. All reported adverse events and severities are documented within the risk files and instructions for use. No further action is required. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images were provided for review. The patient¿s executive summary was provided for anatomical review. Patient annulus perimeter was 69.9mm with a perimeter derived diameter of 22.2mm suggesting use of a size 26mm valve. The right coronary cusp (rcc) diameter was less than the 27mm minimum requirement; however, the sinus of valsalva (sov) mean diameter was 27.2mm. A depth assessment was performed in the cusp overlap view and was less than 1mm at the non-coronary cusp (ncc). A depth assessment was also performed in the left anterior oblique (lao) view and was approximately 2mm at the left coronary cusp (lcc). Medtronic recommends a target depth of 3mm. A recapture is recommended if depth <(><<)>1mm or >5mm. In this case, a recapture was warranted; however, despite the very high depth, the valve was released. This may have contributed to the coronary occlusion. An aortogram confirmed absence of coronary perfusion. There was evidence that the coronary occlusion could have contributed to the patient¿s death. It was reported that following the valve implant, the valve¿s position may have moved 1-2mm, resulting in the valve being positioned at 2mm above the annulus on the non-coronary cusp (ncc) and 1mm above the annulus on the left coronary cusp (lcc). Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. The coronary occlusion is the most likely cause of the reported hemodynamic instability. Per the instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Per the image review, the valve was assessed at a high depth that warranted a recapture of the valve but was released. The deployed valve at this depth is the most likely cause of the coronary occlusion. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The death was reportedly a result of the coronary occlusion. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that prior to the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon. Following the valve implant, the valve¿s position may have moved 1-2mm, resulting in the valve being positioned at 2mm above the annulus on the non-coronary cusp (ncc) and 1mm above the annulus on the left coronary cusp (lcc).

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted very high. The exact depth was not reported. After release of the valve, the position of the valve was verified, and it was reported that both coronary arteries were visible. There were no valve implant issues reported. When closing the femoral access route, no hemodynamics were present. The coronary arteries were attempted to be visualized, however at this time were completely occluded. The patient died.